Event description:
Patient saw red lights/alarm from lvad;called 24hr nurse, flow not registered:speed 7000, pi 1.35,called 911->to (B)(6) hosp; felt dizzy there for 5-10min.,then transferred to (B)(4) center (B)(6) 2012:10:55am-flow 0.0, speed 00, pi 00.